Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 1000 mg/dl. The customer¿s current blood glucose value was 400 mg/dl. The customer experienced nausea, vomiting and difficult in breathing symptoms due to high blood glucose. The customer was treated by intravenous insulin drip. It was unknown if the customer was using auto mode or not at the time of incident. The customer the insulin pump was under delivering. Customer reported that the insulin pump had a blank display and turning on. The insulin pump will not be returned for analysis.

Event description:
The customer's mother reported that the customer was hospitalized for three days due under delivery of insulin on (B)(6) 2021. At the time of the event, the customer had a blood glucose of 1000 mg/dl. The customer¿s blood glucose at the time of the call as 400 mg/dl. The customer experienced symptoms of diabetic ketoacidosis including nausea, vomiting and difficult in breathing. The customer was treated by intravenous and insulin drip. The customer was using auto mode at the time of event. The customer stopped using the pump after being admitted to the hospital and has not used it for 2 weeks since this event. The customer's mother declined troubleshooting since the insulin pump had a blank display and would not turn on. The customer's mother also reported diminishing battery of less than one week and loss of settings when battery was changed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.